Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for breakage was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot #5132225 and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a glass bd vacutainer® citrate tubes with a lt. Blue bd hemogard¿ closure broke as it was inserted into the holder. No injury or medical intervention.